Event description:
Information was received from a patient (pt) representative e (pt rep) regarding an external device. It was reported that the pt was charging the controller from the ac power cord and the controller just went dead and got very hot. Pt rep said they took the battery pack out and let controller and battery cool down, but when they reinserted battery, the controller got hot and wouldn't turn on. Pt rep said they tried aa batteries yesterday, but the controller still didn't turn on and the batteries got really hot as well. They plugged controller in to ac power supply without li battery but reported the screen did not turn on. They confirmed green light was on ac power. A replacement controller was sent out.

Manufacturer narrative:
Continuation of d10: product ID 97745nt serial# (B)(6) product type section d information references the main component of the system. Other relevant device(s) are: product ID: 97745nt, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis of the 97745nt controller s/n (B)(6)revealed that a main board intermittent failure, and a replacement was not a vailable-unit scrapped. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.